Manufacturer narrative:
The implants were not returned for evaluation as they remain in the patient. No determination can be made as to the cause of the reported issue.

Event description:
Images were provided showing a transition component on the right side which appears to have broken. No revision surgery has taken place.

Manufacturer narrative:
The implants were not returned for evaluation as they remain in the patient. No determination can be made as to the cause of the reported issue.

Event description:
Images were provided showing a transition component on the right side which appears to have broken. No revision surgery has taken place.